Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare provider via a manufacturer representative reported that a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor experienced a loss of therapy and was also in need of an MRI. They physician scheduled the patient to have the device system removed for the MRI. No troubleshooting was done for the loss of therapy due to the patient having the system out to have an MRI. Impedances were run and showed greater than 4000 on many configurations. During removal, it was found that the lead was coiled with breaks in the wire. The system was to be replaced after the patient had an MRI. The issue was resolved at the time of the report.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (l/n va0fmyc) found the outer insulation was severely twisted and al conductors were broken 8.4cm from the distal end due to overstress/ damage. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.